Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose levels ranged between 300-400's mg/dl. A cartridge change was performed resolving the issue. Reportedly, the current cartridge had been in use for 4 days. Tandem technical support advised the customer to use cartridges up to 2 days to stay within labeling.